Manufacturer narrative:
Results: the handle nose cone was detached from the handle body. No other damage was found on the handle. Conclusions: evaluation of the returned handle confirmed that the handle was broke. The reported complaint mentioned that the device was dropped after removal from the packaging. If the device is dropped, damage such as a detached nose cone may occur. No other damage was found on the returned handle. During functional testing, the nosecone was reattached to the handle body and the handle tested within specification on the handle test fixture. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, prior to use, the handle was inadvertently dropped on the table after removal from the packaging and consequently, the handle broke. The damage to the handle occurred prior to use and therefore, the handle was not used in the procedure. The procedure was completed using another handle. There was no report of an adverse effect to the patient.